Manufacturer narrative:
(B)(4). Date sent 7/10/2025. D4 batch #243d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 12 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, slight damage was noted on the edge of the reload channel area. It is possible that the damage to the cartridge is consistent with the device being clamped over a hard object. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243d53, and no non-conformances were identified.

Event description:
It was reported that during a pancreaticoduodenectomy, the main body was opened and loaded the cartridge. When tried to fire, the firing knob did not move forward at all, so a new device was opened, and the surgery was continued. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.